Event description:
The microcatheter could not cross the lesion and became stuck at the same location as the previous device. Additional force was applied to remove the microcatheter and the microcatheter fractured and stretched during removal. The procedure was completed with angioplasty and atherectomy. The vessel was 95% stenotic with a diameter of 3.5mm and severe calcification.